Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a (B)(6) female patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) (lot number: d403917s / product complaint: (B)(4)) from cartridges via kwikpen, 10 iu (international unit), each morning, 12iu at lunch and 12 iu at dinner, via unknown route of administration for diabetes, beginning on approximately 1987 (reportedly that patient used insulin lispro 35 years before the reporting date on 26apr2022). Also, the patient received insulin glargine (rdna origin) (basaglar) from cartridges via humapen savvio (lot number unknown / pc: (B)(4)), at unknown dose, frequency, route of administration, for diabetes, at unknown start date. On unknown date, the pen had broken, no further information was provided. The patient also received insulin glargine (rdna origin) (basaglar) via kwikpen u80 100u/ml (lot number: d412956g / pc: (B)(4)), 28iu, each morning, unknown route of administration and start date for diabetes. On approximately (B)(6) 2022, approximately 35 years after starting the treatment with insulin lispro and unknown time after starting treatment with insulin glargine, two disposable devices of insulin lispro and one of insulin glargine jammed and the insulin did not come out, so, the patient was using the insulins with syringe ((B)(4)/lot d403917f). The insulin glargine disposable device jammed at the moment that the injection button was pressed. The patient took one drop to see if it was coming out (calibration), but when she pressed 12iu jammed. The patient reused the needles three times a day and kept the needles attached to the device. It was also provided that the device was leaking even at the unit 0 and after withdrawing the needle and the septum was swollen. The patient had sudden drop in blood glucose and was hospitalized. Due to the low vision (as reported), she could not understand whether she put too much or too little insulin in the syringe, and her blood glucose fluctuated, once high once low (as reported). Moreover, it was informed that she underwent a series of surgeries on her vision because she had visual effusion and was performing laser treatment for cataracts. The disposable devices of insulin lispro were discarded. Upon follow up on (B)(6) 2022, it was informed that the reason of hospitalization was due to the use of disposable devices with syringe, and how it was informed that the patient had vision problems, she could not know if was applying the right amount of medication. Regarding the reusable device (humapen savvio), it was informed that the screw didnt move and was stated that before the patient could see a spring, but now she cant anymore. In addition, it was reported that the patient was using another unspecified device with insulin lispro with syringe due to the previous problem. Information regarding corrective treatments, outcome, laboratory exams and status of suspect drugs was not provided. The operator of devices was the patient and training status was not provided. The duration of use for the devices model and for the reported suspects devices was unknown. It was unknown if any action was taken to devices and return statuses were unknown. The reporting consumer stated that the vision problem could be due to the diabetes and the hospitalization was due to the use of disposable devices with syringe. Any other opinion of relatedness was not provided. Update 02may2022: additional information received from the initial reporter on 27apr2022 was processed with this initial case. Edit 03may2022: upon internal review of the information received on 26apr2022 it was noticed that the uspi listedness of basaglar 2 serious event of blood glucose decreased was incorrect accessed as serious, so, the case was unlocked in order to update the listedness to listed. The listedness of the medication error of wrong technique in product usage process was reassessed for insulin glargine and insulin lispro because all the labels were filled instead of only core. Also, the field of improper use or storage of humapen savvio was change to yes since the patient had vision issues, the pc numbers added to the narrative and the update statement of 02may2022 was added to the narrative. Edit 04may2022: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added. Update 04may2022: additional information received from the initial reporter on 28apr2022, 02may2022 and 03may2022. Added relatedness opinion regarding hospitalization and details regarding this event. Narrative and corresponding fields were updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 31may2022 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that the injection screw of her humapen savvio device didn't move. She stated that "before she could see a spring, but now she can't anymore." She also reported that the device was leaking even at the unit 0 and after withdrawing the needle, and the septum was swollen. The patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported using a syringe to withdraw insulin from her device, and due to the low vision (as reported), she could not understand whether she put too much or too little insulin in the syringe. The core instructions for use states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. The patient reused the needles three times a day and kept the needles attached to the device. The core instructions for use state use a new needle for each injection, to remove the needle after every use, and to not store the pen with the needle attached. There is evidence of improper use. The patient reused needles, stored the pen with the needle attached, and used the device while visually impaired. These misuses may be relevant to the complaint and the event of decreased blood glucose, particularly since the patient withdrew the insulin with a syringe and was unsure of the quantity of insulin injected.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a 66 years-old female patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) (lot number: d403917s / product complaint: (B)(4)) from cartridges via kwikpen, 10 iu (international unit), each morning, 12iu at lunch and 12 iu at dinner, via unknown route of administration for diabetes, beginning on approximately 1987 (reportedly that patient used insulin lispro 35 years before the reporting date on (B)(6) 2022). Also, the patient received insulin glargine (rdna origin) (basaglar) from cartridges via humapen savvio (lot number unknown / pc: (B)(4)), at unknown dose, frequency, route of administration, for diabetes, at unknown start date. On unknown date, the pen had broken, no further information was provided. The patient also received insulin glargine (rdna origin) (basaglar) via kwikpen u80 100u/ml (lot number: d412956g / pc: (B)(4)), 28iu, each morning, unknown route of administration and start date for diabetes. On approximately (B)(6) 2022, approximately 35 years after starting the treatment with insulin lispro and unknown time after starting treatment with insulin glargine, two disposable devices of insulin lispro and one of insulin glargine jammed and the insulin did not come out, so, the patient was using the insulins with syringe ((B)(4) /lot d403917f). The insulin glargine disposable device jammed at the moment that the injection button was pressed. The patient took one drop to see if it was coming out (calibration), but when she pressed 12iu jammed. The patient reused the needles three times a day and kept the needles attached to the device. It was also provided that the device was leaking even at the unit 0 and after withdrawing the needle and the septum was swollen. The patient had sudden drop in blood glucose and was hospitalized. Due to the low vision (as reported), she could not understand whether she put too much or too little insulin in the syringe, and her blood glucose fluctuated, once high once low (as reported). Moreover, it was informed that she underwent a series of surgeries on her vision because she had visual effusion and was performing laser treatment for cataracts. The disposable devices of insulin lispro were discarded. Upon follow up on 02may2022, it was informed that the reason of hospitalization was due to the use of disposable devices with syringe, and how it was informed that the patient had vision problems, she could not know if was applying the right amount of medication. Regarding the reusable device (humapen savvio), it was informed that the screw didnt move and was stated that before the patient could see a spring, but now she cant anymore. In addition, it was reported that the patient was using another unspecified device with insulin lispro with syringe due to the previous problem. Information regarding corrective treatments, outcome, laboratory exams and status of suspect drugs was not provided. The operator of devices was the patient and training status was not provided. The duration of use for the devices model and for the reported suspects devices was unknown. It was unknown if any action was taken to devices. Humapen savvio device did not return to manufacturer. The reporting consumer stated that the vision problem could be due to the diabetes and the hospitalization was due to the use of disposable devices with syringe. Any other opinion of relatedness was not provided. Update 02may2022: additional information received from the initial reporter on 27apr2022 was processed with this initial case. Edit 03may2022: upon internal review of the information received on 26apr2022 it was noticed that the uspi listedness of basaglar 2 serious event of blood glucose decreased was incorrect accessed as serious, so, the case was unlocked in order to update the listedness to listed. The listedness of the medication error of wrong technique in product usage process was reassessed for insulin glargine and insulin lispro because all the labels were filled instead of only core. Also, the field of improper use or storage of humapen savvio was change to yes since the patient had vision issues, the pc numbers added to the narrative and the update statement of 02may2022 was added to the narrative. Edit 04may2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 04may2022: additional information received from the initial reporter on 28apr2022, 02may2022 and 03may2022. Added relatedness opinion regarding hospitalization and details regarding this event. Narrative and corresponding fields were updated accordingly. Update 09may2022: additional information received from the initial reporter on 03may2022. Added trackwise number at additional informations tab. Narrative and corresponding fields were updated accordingly. Update 31may2022: additional information received on 25may2022 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen savvio device associated with (B)(4), which did not return to manufacturer. Corresponding fields and narrative updated accordingly.